Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock lead impedance measurements measuring, greater than 200 ohms. During a routine device replacement procedure, ventricular fibrillation (vf) was induced, and defibrillation threshold (dft) was confirmed at 21j and was noted to be successful. After that, the shock impedances dropped to 30 ohms. The actual shock impedance measurement during dft when a 21j was provided was 103 ohms. The physician decided to continue using the lead and the procedure was successfully performed. At this time, the lead remains in service. No adverse patient effects were reported.